Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the site was turning on the system for the day, the spine software unexpectedly rebooted. Site chose to use their other system for cases. No patient present.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Additional information: it was reported that the site did not properly shut their system down prior to this issue. If information is provided in the future, a supplemental report will be issued.